Event description:
It was reported that pump displayed repeated cartridge change errors requiring multiple attempts and several cartridges to complete cartridge changes. There was no adverse impact to the customer¿s blood glucose level. Customer worked with Technical Support to attempt loading new cartridges, and eventually succeeded in loading a fourth cartridge but still requested escalation. pump was then approved for replacement, customer was instructed on returning problematic pump and setting up replacement pump, and no further actions were required from Technical Support at that time.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.